Event description:
It was reported that during a laparoscopic cholecystectomy, the device was being used by the surgeon and after firing, the jaws were not lining up properly and the clips were malformed, one end longer than the other. They completed the procedure with a different device. There was no patient consequence reported.

Event description:
Two endeavor rx drug-eluting stents were implanted, one in the proximal rca and one in the 1st obtuse marginal. It is reported that the patient suffered an acute non-q-wave, non-stemi the day after the index procedure. It is reported that the patient suffered troponin elevation without clinical symptoms. Patient was taking asa and clopidogrel 24 hours before the event. At 1 month, 6 months, 1 year, 1.5 years and 2 years follow-ups patient was asymptomatic / free of symptoms. (Reference MFR 2953200-2010-01976).

Manufacturer narrative:
(B)(4). Damaged jaws the analysis results confirmed that one device was received for evaluation. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any clip formation issues. Upon functional testing of the device, the jaws were noted to be damaged; the jaw aperture was noted to be out of specification thus, the clips could not be loaded; however, it could not be determined what may have caused the found condition. Due to the returned condition of the device, no functional testing could be performed to evaluate the reported incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).